Event description:
Patient reported right side "rupture". Device remains implanted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture.